Manufacturer narrative:
Correction: cfn/fei#: (B)(4). H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures was reviewed, and identified that the reported alarm occurred; however, the check syringe alarm was identified to occur two days prior to the reported event and not the reported date. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismax machine, an alarm related to the heparin syringe being improperly installed, being clamped and of unrecognized brand was generated. In connection with these alarm conditions, the syringe "would have suddenly emptied ". An injection of protamine sulfate (antidote heparin) was administered to the patient. No additional information is available.